Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic port is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic port is broken. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and determined that fiber optic port found to be damaged. Fse resolved the issue by replacing the d012-00-1562 cbl assy,fo sensor extension. Fse calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.